Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified holes in the tubing at the occluder feet, inside of the twist sleeve. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, and clamp function test. A leak was noted through holes in the tubing at the occluder feet. The reported condition was verified. The cause of the leak was determined to be the holes in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set was leaking from around the twist clamp. The transfer set was being replaced when the leak was found. There was no patient injury or medical intervention associated with this event. No additional information is available.